Manufacturer narrative:
The device was returned. A screw was inside the packaging labeled for a plate and the complaint was confirmed. An ie and hhe was initiated for this event and determined that the error was caused by a printing error at the memphis facility.

Event description:
It was reported that a distributor received packages labeled as being plates with screws inside. There was no reported patient involvement, this was found prior to surgery. This is report one of two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00543.

Event description:
It was reported that a distributor received packages labeled as being plates with screws inside. There was no reported patient involvement, this was found prior to surgery. This is report one of two.